Event description:
Caller reported experiencing multiple occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support guided the caller to perform several troubleshooting steps, such as disconnecting and reconnecting the tubing, tightening connections, and attempting bolus deliveries. Despite trying different infusion sets, occlusion alarms persisted, and the customer did not feel safe using the pump. Consequently, a replacement pump was sent, and the caller was instructed to use a backup therapy, specifically mdi, to ensure insulin delivery continued uninterrupted.